Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump power up properly after battery installation, received with operating currents within specifications. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump has minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer received a blank display. Customer also reported the esc, act, and b buttons did not work to activate the device. The customer stated there was no physical damage present on the insulin pmp and they did not expose the insulin pump to moisture. The customer was assisted with troubleshooting for the keypad anomaly. No additional information provided.